Manufacturer narrative:
The facility replaced the rocker arm to repair the bed.

Event description:
Info received indicates, the brake will not lock at the head end of the stretcher due to a broken rocker arm.